Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, ab5341u13, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A medwatch report was received on 22-mar-2016 and identified as FDA report number mw (B)(4). The report stated that a patient was being suctioned when the inline suction catheter got stuck causing the patient not to be able to breathe for a brief period. The inline suction catheter was pulled out and the patient's breathing returned back to baseline. The closed suction catheter was replaced. No additional information was received at this time.